Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm and 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was) were used. During the procedure the patient was under conscious sedation. Implantation of a 31mm closure device was attempted but release criteria was not met. It was determined to remove the 31mm device and attempt to implant a 27mm closure device. The 27mm wds was prepared for insertion into the was when the patient moved. The wds was successfully inserted but it was visualized on fluoroscopy and intracardiac echocardiography (ice) that a significant amount of air had moved in the laa. The wds was withdrawn and a pigtail was used through the was to aspirate the air. A majority of the air was removed but an st elevation occurred with possible occlusion of the coronary arteries. The st elevation of the patient resolved itself and the decision was made to end the procedure without a closure device implanted. The patient was brought out of sedation and neurological status was assessed. During the assessment the patient was not initially able to move the right side of their body well. A computed tomography (CT) scan was performed. The neurological status of the patient was intact and mobility of extremities resolved. The patient was placed in hyperbaric therapy to assist the healing process and fully recovered.